Manufacturer narrative:
(B)(4). On an unknown date during hospitalization, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The patient was hospitalized at the time of the peritonitis diagnosis for another indication. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with ancef intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis. On an unknown date and after an unknown number of days of hospitalization, the patient was discharged. At the time this report was received, dianeal therapy was ongoing. The patient was recovered from the peritonitis. No additional information is available.